Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft with xpedient delivery system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. It was reported that the physician was unable to cannulate the contralateral gate because of the tight aortic bifurcation. The physician elected to convert the device to an aorto-uni-iliac device; therefore, a 28mm aortic cuff was implanted in the flow divider and a femoral-femoral cross over was performed. The pt tolerated the procedure well. No clinical sequelae were reported, and the pt is reported to be doing well.